Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first prostyle device would not advance into the anatomy. The device was then removed and the 6f sheath was reintroduced in the access site to keep dilation. The first prostyle device was attempted to be pre-placed for the second time, and it was identified that the distal tip of the device felt rough. The physician decided not to move forward with the first prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported ¿distal tip of the device felt rough¿ could not be confirmed as there were no damages or abnormalities noted to the distal tip. The reported difficulty advancing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty advancing the device into the patient anatomy may include, but are not limited to, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.